Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint ¿tip broke off¿. The instrument was found to have a broken grip at the grip base. A piece approximately 0.175" x 0.603" was found to be broken off the distal end. The broken piece was returned, no pieces were missing. The root cause of broken instrument grips -tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the distal end. The conductor wire was broken at the grip base. The instrument failed the electrical continuity test. No insulation damage was found. No signs of thermal damage were observed. The root cause of this failure is most likely attributed to the misuse or mishandling. A review of instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2021 on system (B)(4) for 17:01:25. The force bipolar has 11 uses remaining after last use. The instrument has max 12 lives. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument hit another instrument and the whole side of the tip of the force bipolar broke off into the abdomen. The piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.